Event description:
It was reported that high voltage lead impedance was high and out of range. Programming changes were recommended. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.